Manufacturer narrative:
(B)(4). The device involved in the reported issue will be returned for evaluation. As soon the conclusions from evaluation will be available the follow-up report will be provided.

Event description:
On (B)(6) 2018, the arjo representative was informed about the incident which occurred in (B)(6). As per customer's event description, two staff members wanted to transfer the resident from a wheelchair to a bed with use the maxi sky 1000 ceiling lift when the spreader bar (part on which resident and the sling are attached on) dropped. As a result, the resident fell on the floor from height five feet. Neither injury nor harm was reported.

Manufacturer narrative:
On 24 may 2018, the arjo representative was informed about the event which occurred in central new brunswick nursing home ((B)(6), canada). At the beginning of the resident's transfer from the wheelchair to the bed, the ceiling lift strap unexpectedly unwound causing the spreader bar and attached resident to drop on the floor from a height of five feet. None of the ceiling device component detached. Neither injury nor harm was reported. The resident involved in the event was 56 years old female, weighing about 85 kg. The claimed device was the maxi sky 1000 ceiling lift manufactured on 04 jun 2015. This unit was serviced internally by the customer. The last service was performed on 08 apr 2018. After the event, the device examination was carried out by arjo representative. This evaluation did not reveal any problems with the lift, the maxi sky 1000 was working in accordance with the specification. Additionally, the dealer who sold the lift to the customer, performed simulation with the load over 200 lbs and 170 lbs and the event could not be recreated. To perform detailed investigation, it was decided to return the involved maxi sky 1000 for the further evaluation to the manufacturer. The device has been returned on 26 jun 2018 and technical expertise was carried out to determine the cause of the event. Initially, the visual inspection was conducted and it did not reveal any issues which might have been associated with the event. After this inspection, a few different analysis were performed and based on the results, two most probable scenarios could be determined: the first one assumes that the failure of the lower limit switch system and the disengagement of the worm and moving along the shaft without activating the emergency brake could contribute to the event. The interference was observed between cblm plate (responsible for activation of the limit switch) and the limit switch, however the lower limit switch worked correctly during testing. Nevertheless, it cannot be excluded that this interference caused that the motor did not stop when the worm moved along the shaft and get disengaged during the event. The second hypothesis suggests that the cause could be associated with the incomplete consolidation between the motor shaft and the first stage gear caused by the loose motor holding screws. Testing performed with an incomplete disruption between the shaft of the motor and the first stage gear indicated that it could induce a fall without activating emergency break. Detailed analysis showed that two different causes of loose screws can be distinguished: screws fastened without the loctite glue, which loosened during use (due to generated vibrations). Based on the second assumption, it can be concluded that the screws were not the originally fitted one, because the service of this lift was carried out internally by the customer. None of the above-mentioned scenarios could be confirmed. Following results of the manufacturer's technical expertise, the second hypothesis was determined by the engineering team as more likely one, however the first one cannot be excluded. The exact root cause could not be determined based on the investigation results. When reviewing similar reportable events, we have found a limited number of cases that may relate to the investigated issue: uncommanded unwind of the lift strap. To sum up, arjo device played a role in the event as it was used with a resident at the time of the event. The maxi sky 600 ceiling lift did not meet the manufacturer's specifications when the event occurred- the spreader bar suddenly dropped during transfer of the resident. The complaint decided to be reportable based on the potential for serious injury if the event reoccur.

Manufacturer narrative:
On 26 jun 2018, the device involved in the reported event was returned to manufacturer. The unit will be tested to establish root cause of the unexpected unwinding of the ceiling lift strap. As soon as the inspection will be completed, the follow-up report will be provided.